Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method - a sample device was returned and is currently under investigation.

Event description:
User facility reported kit was in use with patient for percutaneous insertion of tracheostomy tube. User experienced difficulty during insertion of tracheostomy tube and reported increased bleeding. User facility reported introducer was size 8 and tracheostomy tube was size 9 and this was not found during check prior to use. A new kit was used for insertion of tracheostomy tube. No permanent adverse effects to patient reported.